Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump battery life did not meet the expectations of the user. Reportedly, the pump was emitting multiple "replace battery" alarms after changing the battery the day before. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/05/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 04/23/2014 with the following findings: during investigation, a review of the black box showed multiple low battery warnings and multiple replace battery alarms. There was evidence of partially discharged batteries being installed in the black box on 03/23/2014 and 03/24/2014. The pump powered on normally with the returned battery cap. The battery cap was able to fully tighten the pump. A power loss was not observed. The battery compartment was found to be intact. During testing, the pump current draws were found to be within specifications. The pump was removed from the case and no evidence of moisture or loose components were found inside of the pump. The battery life issue was determined to have been caused by the use of partially discharged batteries.